Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex reg. Pain syndrome type I. Information was reported that a call was received from a patient and verified she no longer has their ins. The patient said it was removed due to infection. She said 6 weeks after the implant of the device she experienced pain and her doctor decided to remove the device. It was escalated to reg team on (B)(6) 2018 for research and update. No further complications were reported. No additional patient symptoms were reported.